Event description:
The clinic reported that a laser vision correction patient had bubbles in anterior chamber after flap creation in right eye and that excimer treatment had to be postponed for 18 hours for bubble to dissipate. It was stated that the patient had no loss of best corrected visual acuity (bcva). Procedure was completed on (B)(6) 2015. No further complications.

Manufacturer narrative:
Patient pre-op provided. Bcva: right eye pre-op 20/20 -2.25 x -.25 x 165 , left eye pre-op 20/20 -2.50 x -.25 x 165.

Manufacturer narrative:
(B)(4). Application support manager (asm) did surgery support with the account after the reported event. Five (5) bilateral treatments were performed with the surgeon and no problems were found. Asm discussed surgeon ring centration technique, and the flap diameter chosen based on patient's white-to-white. None of the patients presented anterior chamber bubbles. No changes on intralase settings were required. Field service specialist (fss) visited the account and checkout system. Completed preventive maintenance to check system, account requested for the system to go lower and fss found that he could allow the articulating arm to go about an 1/8 of an inch lower so it was lowered as per customer's request. All pertinent information available to abbott medical optics has been submitted. Placeholder.